Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had check clutch/ plunger lever error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: additional information received on 19-oct-2022 via email and attached to complaint object: issue was identified during preventive maintenance and no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found crack on right plunger case. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated during occlusion test. The investigation found that the lead screw and both clutch halves were old and slipping due to normal wear, which was also the cause of the reported problem (pump was 7 years old). For corrective action, the lead screw and both clutch halves were replaced and preventative maintenance conducted along with all functional testing. The root cause of the reported problem was traced to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.